Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Based on the information available atrium has determined that the events described are not related to a product failure.

Event description:
Received an article titled: rupture of the radial artery after brachiocephalic stent placement per transradial access. The article reported a case of radial rupture and management. Per the article adverse events included: stent migration, ischemia, distal embolization, and thrombus.